Event description:
It was reported that the field representative called technical services (ts) and requested a review for this cardiac resynchronization therapy defibrillator (crt-d) system due to concerns of loss of capture (loc) on the right atrial (ra) lead. Upon review, ts confirmed the atrial loc and observed a rise in thresholds and impedance measurements on the ra lead. Ts discussed possible causes of the loc with the field representative and recommended for lead revision procedure. At this time, the ra lead remains in service. No adverse patient effects were reported.